Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown. Device code 768 relates to 1211 for the reported event: system failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (bsc) that an endostat iii electrosurgical unit, an endostat foot switch, and bsc hot biopsy forceps were used during a polypectomy procedure. According to the complainant, the system failed to deliver energy. However, the clinical coordinator at the account reported that she was "very sure" that the biopsy forceps had not been extended far enough out into the patient's colon, causing the device to ground on the scope. This resulted in inconsistent cautery, which she believed to have been the cause of the lack of cautery that was initially reported. The procedure was ultimately completed using the same procedure setup once the forceps had been adequately extended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was confirmed that the active cord used during this procedure was not a bsc device; therefore, this is no longer considered an MDR-reportable event. Manufacturer report #s 3005099803-2011-04548, 3005099803-2011-04549, and 3005099803-2011-04553 address the three bsc devices used during this procedure.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-04548, 3005099803-2011-04549, and 3005099803-2011-04553 address the other devices. It was reported to boston scientific corporation (bsc) that an endostat iii electrosurgical unit, an endostat foot switch, an active cord, and a polypectomy snare were used during a procedure. It is unknown if the active cord and snare were bsc products. According to the complainant, the system failed to deliver energy. It was reported that the snare had not been extended far enough out of the scope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.